Event description:
Patient had an itrel ii, implantable pulse generator, implanted in 1997 for the treatment of pain. The patient reported "system turned off while walking through the store security system". The healthcare professional reported that the device was on when the patient presented to the clinic after the event. Hcp reports no clinical consequences of the event and the patient is reported as fine. The physician and hospital manual states that theft detectors and airport/security screening devices can affect the ipg output and patient stimulation. "Advise your patients to use care when approaching theft detectors or airport/security screening devices. If they feel unwanted stimulation as the approach the device," suggest that they request assistance to bypass the device.